Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the associated defibrillator failed to discharge below 30 joules using this set of internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The internal handles were not returned to zoll medical corporation for evaluation. The customer removed and returned the associated conductive paddles. The conductive paddles were extensively tested without any discrepancies noted. The customer was unable to provide more information regarding the event. The paddles were scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.